Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited a low pacing impedance.

Event description:
It was reported that the patient presented at the hospital for a right ventricular (rv) lead revision. Upon interrogation, it was noted that the rv lead exhibited noise oversensing, decrease in sensing, and low impedance. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient was stable throughout.